Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "3 instances with item io 25mm needle kit w/ stabilizer and extension set in which the small metal disc on top of the needle came off and remained inside the driver.¿ add info rcvd 04/12/2022: I was able to speak with the firefighter/paramedic who noted this issue. The most important clarifying note is that this observation did not occur during a medical emergency call and it did not affect a patient outcome. During a recent morning checkout, ff/p with ems specialist was inspecting the driver. He noted that there appeared to be something stuck in the socket portion of the driver. What he found, after inserting a small tool to dislodge the foreign pieces stuck in the socket, was two metal discs from prior-inserted needlesets. These are the small metal discs that sit atop the needle hub that magnetize to the socket of the driver. It seems as if the driver can put enough torque on the plastic hub and it causes the metal disc to dislodge and remain magnetized in the socket. Again to our knowledge, this has not caused any issues on emergency medical calls. This report addresses the first device used.

Event description:
It was reported "3 instances with item io 25mm needle kit w/ stabilizer and extension set in which the small metal disc on top of the needle came off and remained inside the driver.¿ add info rcvd 04/12/2022: I was able to speak with the firefighter/paramedic who noted this issue. The most important clarifying note is that this observation did not occur during a medical emergency call and it did not affect a patient outcome. During a recent morning checkout, ff/p with ems specialist was inspecting the driver. He noted that there appeared to be something stuck in the socket portion of the driver. What he found, after inserting a small tool to dislodge the foreign pieces stuck in the socket, was two metal discs from prior-inserted needlesets. These are the small metal discs that sit atop the needle hub that magnetize to the socket of the driver. It seems as if the driver can put enough torque on the plastic hub and it causes the metal disc to dislodge and remain magnetized in the socket. Again to our knowledge, this has not caused any issues on emergency medical calls. This report addresses the first device used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.